Event description:
Customer reported that the battery life of the pump was diminishing and required daily charging, and the power button needed to be pressed multiple times to activate the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and as the necessary logs were not uploaded, the cts task team was unable to calculate the battery depletion percentage, resulting in the case being closed.